Event description:
Pt was implanted with monarch hardware in 2005. Contact reports surgeon believes lock caps loosened unilaterally, overstressing right s1 screw and graft causing both to fail. Loss of purchase of lock caps on rod is suspected as core cause of construct failure. Also reported pt had non-union. A revision was performed 8 mos later. Device #2. See also 1526439-2006-00006.